Event description:
It was reported that the external pulse generator's (epg) sensitivity tested out of specification. The epg was returned for service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that sensitivity was not within specifications. The interconnect flex was out of specfication, it was creased. The ring was also found to be bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that sensitivity was not within specifications. The interconnect flex was out of specification, it was creased. The ring was also found to be bent. A detailed analysis on the interconnect flex was performed. This analysis found that the reported event was due to a calibration issue with the unit.

Event description:
It was reported that the external pulse generator's (epg) sensitivity tested out of specification. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.